Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became shattered. Reportedly, the pump is still functional. Customer had low blood glucose levels (60 mg/dl). Customer consumed carbohydrates to stabilize blood glucose levels. Customer stated they will continue to use the pump for insulin therapy.